Manufacturer narrative:
The associated echelon porous straight stem was returned and evaluated. A lab analysis conducted during this investigation indicated that no bone ingrowth was seen on the proximal or distal sections of the stem. The fracture surface on the proximal section is observed on the femoral stem; the fracture was likely due to fatigue. No manufacturing deviations were observed during this investigation. Our investigation including a review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. The batch number was provided for the device. Thus, a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the implanted devices failed to meet specifications. A clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by (B)(6) on (B)(6) 2018. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.). Without supporting clinical/medical documents a thorough investigation cannot be performed. However, based solely on the product evaluation the root cause of the fracture was likely due to fatigue. Should additional clinical information become available this complaint can be re-assessed.

Event description:
It was reported that a revision surgery was performed due to broken prothesis. The placement of this prosthesis was a 3rd revision for a (B)(6) patient.